Manufacturer narrative:
(B)(4). Result of examination (history log files): the provided history log files were analyzed. According to the history log files a flow deviation was not comprehensible. No specific conclusion can be made.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in melsungen, germany. A follow-up report will be provided after the examination results are available.

Event description:
As reported by the user facility ((B)(4): under infusion. [...] 2 extra hours required to complete infusion.